Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.

Event description:
In 2008, the pt underwent the surgery with g3long nail. A few months later, the surgeon removed the most distal screw. In 2009, the pt bone had broken at the end of the most distal screw part. The following month, the pt underwent the revision surgery with g3 nail and plate & screw system. Nine months later, the surgeon found that the nail was broken at the lag screw hole. One week later, the surgeon supplied grafted bone at the broken part and reimplant the g3 long nail with ulag screw.